Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that their implant went to a "dormant status" and they needed to have it reset. The patient broke their back and could not reset the implantable neurostimulator (ins) because they could not move. The patient had cancer and was on their third cancer treatment. The patient stated that they didn't let their stimulator go dormant. The ins needed to be reset because they haven't used it for a year due to the patient breaking their back and going through cancer treatment for the third time. The patient was very upset and was not sure who would be able to assist them. Later, the manufacturer representative met with the patient on (B)(6) 2016 to initiate reset of their ins. The patient went home with the recharge to finish charging. The ins is still believed to be in overdischarge and not receiving therapy as the manufacturer representative offered to meet with the patient at their providers to assist with charging or clearing the power on reset (por).

Manufacturer narrative:
Upon review of the additional information, the device code (B)(4) was removed as it was reported that the device had not been brought out of the overdischarged state and the subsequent por error message was not seen. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that at that time the recharging issue was unresolved. The patient was out of town and therefor the last appointment was cancelled; however, the manufacturer representative and patient were attempting to reschedule the meeting for later that week. The next day, the manufacturer representative reported that since their appointment with the patient approximately three weeks ago to provide recharging help, the patient had done 10-20 pmrs on their own and the device had not come out of overdischarge. It was reported that the patient had gained some weight since their implant in the area of the stimulator, but the manufacturer representative could still feel the ins in the pocket. It was a little deeper than before. The patient was reported to have been overdischarged for over a year. The physician programmer could not communicate with the ins. An antenna locate was attempted with a range of 54-68 seen with the average around the mid 60's. Another physician mode recharge (pmr) was started during the fall after the antenna locate was performed. The screen on the insr was flickering but the countdown was still going. It was stated that the charging issues started after the patient broke their back in (B)(6) 2015. The patient was reported to have had thyroid cancer and thyroid surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that ins was overdischarged because she had not used it in a couple years because she had fallen/ broken her back. Patient reported the rep was not able to get the ins started again. Patient needed MRI and did not know what to do as the ins was in a depleted state.

Manufacturer narrative:
Correction: was updated to clarify initial information. "The stimulator had not used their stimulator since (B)(6) 2015" was updated to "the patient had not used their stimulator since (B)(6) 2015."

Event description:
The healthcare professional reported an MRI due to a problem with the device or therapy. The patient had not used their stimulator since (B)(6) 2015. There was a report that the patient had fell on their back and had not been able to charge their device. The patient reported that their implantable neurostimulator had gone dormant. The patient reported that they fell and broke their back almost a year ago and could not charge the device during their recovery. No symptoms were reported. Relevant medical history includes cervical radiculopathy and spinal pain. No outcome or intervention was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported an MRI due to a problem with the device or therapy. The stimulator had not used their stimulator since (B)(6) 2015. There was a report that the patient had fell on their back and had not been able to charge their device. The patient reported that their implantable neurostimulator had gone dormant. The patient reported that they fell and broke their back almost a year ago and could not charge the device during their recovery. No symptoms were reported. Relevant medical history includes cervical radiculopathy and spinal pain.